Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be either on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea and cloudy effluent. The cause of the peritonitis event was unknown. On an unreported date, in the same month as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, while hospitalized, the patient began treatment with unspecified antibiotics (intravenously, dosage, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, while hospitalized, the patient¿s pd catheter was removed and the patient was started on hemodialysis. No additional information is available at this time.